Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited isometric noise and it was confirmed through fluoroscopy that this rv lead incurred conductor fracture. There was no oversensing observed. Additional information received from the field representative indicating that the lead was not replaced as it was cut and damaged during extraction. This rv lead is explanted. No additional adverse patient effects were reported.